Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was aborting and making high pitch sound. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the customer¿s complaint with system shutting down and alarming. Fse was not able to reproduce the customer¿s issue. With reviewing the logs, I did find three major fault codes 111, 112 and 113. Replaced the executive processor pcb, replaced the coil cable, and reloaded b.17 software. Functional tested without any further failures or alarms. Cardiosave iabp services completed. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received executive processor pcb and coil cable with a reported unit failure of a system shutdown and alarms 111, 112, 113. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failures confirmed for either part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). Updated fields: b4, d8, d9, e1 (initial reporter, event site mail), e3, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the customer¿s complaint with system shutting down and alarming. Fse was not able to reproduce the customer¿s issue. With reviewing the logs, I did find three major fault codes 111, 112 and 113. Replaced the executive processor pcb (d670-00-0770), replaced the coil cable (012-00-1839), and reloaded b.17 software. Functional tested without any further failures or alarms. Cardiosave iabp services completed.